Event description:
It was reported that the patient experienced stimulation in the wrong location. The target area was his right wrist, but the patient felt it in his shoulder and under the armpit; the patient did not feel stimulation in his hand anymore. Stimulation had been like this for "a while." In addition, the patient experienced serious pain in his neck; several days before the report, it got "more and more sore." The day of the report, the patient tried to pick up his dog from the bathtub and felt a "yank" where the leads go into his neck; his neck was so sore to the point of him having difficulty to hold it upright. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3986a, lot #: n124005, implanted: (B)(6) 2008, product type: lead; product ID: 37752, serial #: (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID: 37742, serial #: (B)(4), implanted: (B)(6) 2007, product type: programmer; patient product ID: (B)(4), serial #: (B)(4), implanted: (B)(6) 2007, product type: extension.